Event description:
It was reported that the patient had septicemia and transesophageal echocardiography revealed vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was enrolled in the system longevity study. The right atrial (ra) lead tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)